Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -10.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and was not exchanged for another lens.

Manufacturer narrative:
The reporter indicated after the lens was removed, the patient was good. (B)(4)

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4)